Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The sponge was found to be fully separated from the cap. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned minicap a baxter technician determined that the sponge was outside of the cap. There was no patient involvement. No additional information is available.